Event description:
It was reported st holster was making a grinding noise when sampling. The case was completed with the second probe with no patient consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the blue/green cable replaced. The device was functionally tested, met all product requirements and returned to the customer.